Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported the rv lead dislodged around 8 weeks post implant. It was replaced with an active rv lead.